Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, cystocele, defect of fascia, rectocele. Defect of fascia, enterocele and ureterovaginal.

Manufacturer narrative:
(B)(4). It was reported that patient underwent vaginal repair/mesh excision on (B)(6) 2008 due to erosion. It was reported that patient underwent vaginal hysterectomy with a&p repair and revision previously inserted mesh on (B)(6) 2009 due to vaginal prolapse and dyspareunia. It was reported that patient underwent lysis of vaginal adhesions and posterior vaginal repair on (B)(6) 2009. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusions: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.